Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant non-bwi products include: brand-unspecified products: transseptal needle. Non-bwi products: st. Jude medical agilis sheath. (B)(4).

Event description:
It was reported that a female patient, greater than (B)(6), underwent an ablation procedure for left atrial tachycardia with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. While ablating the cavotricuspid isthmus (cti) line, after moving the catheter from the left atrium to the right atrium, a pericardial effusion was detected via intracardiac ultrasonography. Pericardiocentesis yielded 45 ml. Patient remained stable throughout the procedure. Patient required extended hospitalization as a result of the adverse event. Patient¿s condition improved and she was discharged to home. It is unknown at what point during the procedure that the adverse event occurred. There were no patient factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle and a st. Jude medical agilis sheath. Generator was set on power control mode at 30 watts and default safety parameters (unspecified). There is no further information regarding generator parameters or generator settings. Power was not titrated. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury, as the site of injury is unknown. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at less than 250 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. There is no evidence that the carto 3 system indicated to re-zero the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure.